Manufacturer narrative:
Device not returned to manufacturer.

Event description:
The probe was tested twice by the clinical technician. She inspected the probe on both tests for bubbles and/or frost on the probe shaft with no evidence of either during the tests. The physician inserted the probe into the breast to treat the fibroadenoma. Shortly after procedure started frost started to form on the probe. Physician irrigated the site with saline solution constantly during the remainder of the procedure. Post procedure, the patient's skin at the probe insertion site was irritated and red which the physician evaluated as a first degree burn on the skin.